Event description:
Shiley tracheostomy kit has replaced their tracheostomy tube obturator with a very flexible piece of plastic, making caunnulating the trachea quite difficult and dangerous. This has happened 3 times with 3 different physicians. With this obturator being so soft and flexible, it allows the trach tube to create false passes and allows the trach tube to kink and advance in the wrong direction once in the trachea.